Event description:
On a december 2005 evening, after 10-15 minutes from the beginning of the hemodiafiltration the balance alarm of the machine sounded. It occurred three times and the machine automatically passed to standard dialysis. Three to four minutes before the pt disconnection, the blood inside the filter (tricea 210g) and inside the arterial line changed color from pale red to dark red. Then blood coagulation occurred on the filter. The nurse was not able to reinfuse the pt and she preferred to throw away the entire circuit and to disconnect the pt. At that time, turning the filter, the nurse detected blood flow from the blood compartment to dialysate one, probably as a consequence of the high pressure found inside the dialyzer. The machine (miroclav c) did not sound any alarm for blood loss or for pressure. The dr have foreseen the following treatment for the pt: hemodiafiltration and post-filter reinfusion of 15 liters to be done during the four hours of dialysis, but as already explained, they stopped hemodiafiltration at the beginning and they passed to standard dialysis. Two hours after the beginning of the therapy the pt also experienced cephalea and strong warmth. The cephalea stopped when the pt was disconnected. No remedial therapy was given to the pt for the cephalea. At the end of therapy the pt experienced dyspnea and he/she was hospitalized. Pt admitted that day and discharged the next day. The dr diagnosed hemolysis. There is no sample available.